Event description:
Patient in operating room for cranial decompression surgery. Physician applied mayfield skull clamp with pins. Patient was log rolled into prone position. While physician was holding the skull clamp in locked position, there was slippage of skull clamp. Patient's head was immediately supported by physicians. Minor laceration 1.5cm left temporal region. Laceration inspected, treated with betadine and sutured. Surgery continued with no sequelae noted.